Event description:
It was reported by the aci distributor that a patient underwent an interventional coronary procedure on an unknown date. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that while the physician was pulling back the device, the balloon popped. The physician stated that he is unsure whether the balloon popped during first or second stop, since he didn't feel resistant at any point. Hemostasis was achieved with another company's closure device and by applying a tegaderm plaster. The patient was reported as hospitalized due to the intervention preformed (ptca) (hospitalization was not due to the mynx device). The patient was discharged one day after the procedure.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 6 mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1134803) indicated that the device lot met all established performance criteria prior to shipment.